Event description:
It was reported that the patient passed away and the cause was unknown. The outcome was not device or therapy related. The patients flow declined suddenly, and the patient was resuscitated. Pump performed as intended. An autopsy was not performed. The pump was not explanted and would not be returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer¿s investigation conclusion: incidental findings: a driveline disconnect alarm and subsequent pump stop was captured on (B)(6) 2024 approximately 1.5 hours after the sudden decrease in estimated flow. The driveline was reconnected approximately 3 seconds later and the pump regained speed without issue. A specific cause for this event could not be conclusively established through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. Additionally, review of the submitted log files confirmed the report of a sudden decline in flow; however, a specific cause for this finding could not be conclusively determined. The system controller event log file contained relevant events from (B)(6) 2024, per the timestamps. On (B)(6) 2024, a sudden decrease in estimated flow was captured, resulting in a sustained low flow hazard alarm. A driveline disconnect alarm was captured approximately 2 hours later, consistent with the removal of device support following the patient's death. The pump operated at the set speed throughout the entirety of the file while the driveline was connected. The account indicated that an autopsy was not performed, and the device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, and the heartmate 3 lvas patient handbook, rev. G, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. This section also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient was reportedly fine before the event without any complaints.